Manufacturer narrative:
The event complaint of premature battery depletion was not confirmed. Analysis found the device to be normal. Analysis of device image indicates auto-capture feature was enabled, and device was pacing in high output mode at times. When automatic settings are programmed, such as rate responsive pacing feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for regular check-up. Upon device interrogation, rapid decrease in longevity estimate was revealed on pacemaker when compared to previous year's estimate. No intervention was reported. There were no consequences to the patient.

Event description:
New information received notes that the device was explanted and replaced successfully on (B)(6) 2020. There were no patient consequences.